Event description:
Pt having a mamogram (left axillary view) - machine shut down during exposure before film was exposed. Pt was in full compression for about 2 minutes before machine would come back updevice not labeled for single use. Patient medical status prior to event: unknown. There was multiple patient involvement. Number of patients involved: .device serviced in accordance with service schedule. Date last serviced: . Service provided by: manufacturer. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, a device from same lot was evaluated, other, other. Results of evaluation: invalid data, invalid data, invalid data. Conclusion: device failed during assembly, device failed during assembly, device failed just prior to use, other. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service, invalid data, invalid data. Invalid data - on device destroyed/disposed of status.